Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. This event was reported by the distributor. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. During the procedure, when the device was placed using an obturator, the internal bolster detached and fell into the stomach. The detached part was recovered using an endoscope. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6), 2022 as no event date was reported. Block e1: this event was reported by the distributor. (B)(6) block h6 (device codes): device code a0501 captures the reportable event of internal bolster detached. Block h10: the returned endovive securi-t replacement bolster was analyzed. Upon visual assessment, it was observed that silicon tube of the bolster was detached. Therefore, the complaint is confirmed. Based on the condition of the returned device, engineers determined that based upon the adhesion traces found in the silicone tube as well as the detachment and damage to the bolster it suggests that the device was subjected to excessive force; perhaps the manipulation, technique used could have contributed to this event. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. During the procedure, when the device was placed using an obturator, the internal bolster detached and fell into the stomach. The detached part was recovered using an endoscope. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.